Event description:
The complainant alleges in 2000 that they started having chills. The complainant's relative allegedly noticed complainant had a rash on complainant's chest where they had a mastectomy. Complainant said complainant was admitted to the hosp and diagnosed with cellulitis. Complainant alleges that this caused the complainant to go into septic shock.